Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for aaa repair. The procedure consisted of placement of a zenith flex main body graft and two zenith flex iliac leg grafts. Final angiography revealed a type IV endoleak from the terminal aorta area. The physician ballooned at the junction part but did not perform the angiography after ballooning. He will follow up. The pt's condition after the procedure is unk.

Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. With the limited info provided it is difficult to determine a root cause or conclude how the device may have contributed to the reported event. There is no evidence to suggest at this time that a design or process induced failure of the device resulted in the reported endoleak. Flow through the graft material is expected to cease upon coagulation of the blood in the device and heparin neutralization. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.